Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed and replaced with a boston scientific. The replacement involved only the stimulator. Labeling for mixed systems was reviewed during the call. The caller indicated that the ins had "crapped out," necessitating the replacement. No other information was provided.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.